Event description:
Information was received based on review of a journal article titled, "revision total hip arthroplasty with a modular cementless femoral stem" which aimed to analyze the clinical and radiologic outcomes of patients who underwent revision tha with proximal femoral bone loss using modular cementless femoral stems using the cementless modular femoral stem design (mallory/head), manufactured by biomet; 18 patients received a porous coated (pc) stem and 57 patients received a splined tapered straight (sts) stem. A posterolateral approach was used in all but 8 cases due to previous anterolateral approach. The study consisted of 75 patients who underwent revision total hip arthroplasty or reoperation of previous hip surgery between 1997 to 2009. Indications for revision were as follows: aseptic loosening (53 patients), infection (8), periprosthetic fracture (7), failed orif (4), dislocation (2) , chronic pain (1). Indications for re-revision (after a mean follow-up time of 7 years) were as follows: infection (5 patients), aseptic loosening (2), pain (1). Post operative complications included: dislocation (4 patients), hematoma without irrigation and debridement (3), subsequent acetabular revision (3), nerve palsy (3), periprosthetic fracture (2), wound dehiscence (2), groin pain (2), lesser trochanteric migration (1), subdural hematoma s/p fall (1), uti (1), renal failure (1). In conclusion, modular cementless femoral stems provide acceptable mid-term results in the setting of revision total hip arthroplasty.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by pelt, ce, et al; the journal of arthroplasty (2014): http://dx.doi.org/10.1016/j.arth.2014.04.042. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Supplemental is submitted to address only one event of the article: five patients underwent femoral revision due to infection.